Manufacturer narrative:
Analysis was normal. No anomalies were found. Problem was consistent with user error.

Event description:
It was reported that the patient presented for a normal pulse generator replacement procedure. Upon implantation, the set screw of the replacement pulse generator was unable to be tightened. Another screw driver was used but the set screw still would not tighten. The device was removed and another device was used to complete the procedure. The patient was stable following the procedure.